Manufacturer narrative:
This report is based solely on the information provided by the customer. Without the return of the product, confirmation of the customer's complaint and the root cause could not be determined. A review of the complaint database for the past 2 years revealed 3 similar complaints with intermittent issues. Of the products returned, one was found to meet specification and the other was found to have sensor connectivity issues due to a damaged sensor receptacle. Other potential causes include; moisture damage, battery leakage, bent battery springs, faulty components (commonly u5, d3, d2, and d9 ) and physical trauma (bumping, dropping, etc.). Being that the unit is nearly 3 years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the reported issue, and the likely cause of the event is wear and tear. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported the power switch will intermittently work (occasional power). Sn (B)(6).